Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 7.8-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at the same location.

Event description:
It was reported that externalized conductors were observed via fluoro. No electrical anomalies were detected. The lead was explanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.8-9.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.